Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. Patient reported that their battery depleted, so their stimulation turned off and this was a couple days ago. Patient charged their implant up and used the patient programmer (pp) to turn stimulation off and now they could not turn stimulation back on. Patient stated that they had falls, further stating that they fell in 2017 but did not know when exactly. Patient stated that this year they had a fall at the end of february. Patient reported that on their pp, the stimulation on/off button was pressed in too much. Patient was advised to continue to charge the implant, and then try with pp to turn stimulation back on. In the meantime, the patient was warm transferred to repair department for a replacement pp. It was also reported that patient lost therapy. No further patient complications were reported/ anticipated as a result of this event.